Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and performed complete 4k pm and replaced the driver. Ran complete ovp and all is ok now. As of this date the driver has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this vent had overheated. They explained that the overheat light came on and then 30 minutes later the driver started to clunk and then finally stopped. Since the unit alarmed and the driver stopped, they were able to switch the patient to another 3100b without any incident.